Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fails helium leak test during preventive maintenance. No harm.

Manufacturer narrative:
Due to character limit in e.1. Event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fails helium leak test during during preventive maintenance. There was no patient involved

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11 corrected field: b5, d5 the fse replaced the high pressure helium regulator (d103-00-0637) and this corrected the issue. After replacement, the unit passed all functional and safety tests in accordance with the manufacturer's specifications. The failure analysis and testing dept received part number 0103000637 regulator high pressure helium serial number (B)(6) with a reported unit failure of fails the helium leak test the failure analysis and testing dept performed a visual inspection and found the part to be in good condition the failure analysis and testing dept installed into the cardiosave test fixture serial number (B)(6) and tested the to factory specifications per the cardiosave service manual part number 0070000639 revision r the fat dept performed the helium leak test and verified that there was a leak the fat dept utilized a electronic helium leak tester and found that the leak was in the vicinity of the helium transducer the fat dept was able to replicate the complaint of the regulator failing the helium leak test retaining the helium regulator in the fat dept per procedure number 000207d008 rev av.